Event description:
The customer reported when they changed the position of the c-arm, it sometimes lost the auto brightness control, the kv rose to max and the image was white out. When the position was set to other, images displayed normally. It seems some wire cut the circuit. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.